Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a patient was ventilated by the device with a breathing circuit which the user states was set up incorrectly. No device malfunction has been alleged. It was further reported that the patient is in a bad state and unlikely to survive.

Manufacturer narrative:
The reported information and the device logfile were analyzed. The analysis of the provided logfile showed that several alarm messages concerning "disconnection?" Were posted on the reported date of event. This alarm is a high priority alarm. If the device posts a "disconnection ?" Alarm, not only a small leakage is present but the breathing system is likely to be completely disconnected. A complete disconnection within the breathing system is recognized by the user during a visual inspection. The device was tested according to manufacturers specification and showed no deviations. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a disconnection in breathing circuit, the system will post accompanying alarm messages to inform the user about the problem. The logfile indicate a leakage in breathing circuit. Neither the log analysis nor the check of the device showed a device malfunction. The system informed the user about the leakage with appropriate alarm messages as specified.

Event description:
Please refer to the initial report.